Event description:
This is a pt with a previous history of bilateral mastectomies and staged reconstruction with expanders and implants. Pt has a history of previous right implant infection in 2001 and 5 months later had reconstruction surgery of the right breast with implant (not done at this hospital - no info available). The pt developed a recurrence of the infection. Pt desired removal of both implants for symmetry. Bilateral implants were intact upon removal.